Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the architect anti-hbs reagent to the architect probe. No device evaluation was performed on the architect anti-hbs reagent as it was not determined to be the cause of the event. The suspect medical device did not cause the event.

Manufacturer narrative:
This report is being filed on an international product, list 7c18 that has a similar product distributed in the us, list 1l82. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that falsely (B)(6) architect anti-(B)(6) results were generated on (B)(6) 2015 for patient samples that retested (B)(6). One example provided was an initial reactive result of 20.98 miu/ml that retested (B)(6) at 0.60 miu/ml. No adverse impact to patient management was reported.